Manufacturer narrative:
(B)(4). The device was returned for evaluation. Visual inspection revealed no evidence of flow at the distal luer when the luer cap was removed. Microscopic inspection of the flow restrictor revealed micro air bubbles blocking the fluid path inside the lumen of the glass capillary. The reported condition was verified. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor experienced flow issues. This was observed before use, while testing the device. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.